Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; after resetting, the same malfunction code did not recur, allowing the customer to continue using the pump.